Event description:
The deep brain stimulator and extension were explanted due to infection. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis revealed no anomaly, normal device function. The extension was ok, but cut though (suspected explant damage). The molded rubber was punctured near the connector block. Final device analysis revealed 'no significant anomalies'.